Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unit was missing segments in the display. The unit had been in the nursing administration department and there was patient involvement, but no harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.